Event description:
It was reported that the patient was being treated for a corynebacterium driveline infection. Symptoms included lumps or abscess around driveline. The patient was treated with a wound vacuum-assisted closure (vac) and vancomycin until (B)(6) 2021. Log files were submitted that noted power elevations on (B)(6) 2021 and (B)(6) 2021 but these returned to baseline values on (B)(6) 2021.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Elevations in power and flow were confirmed in the evaluation of the submitted log file; however, a specific cause for the events cannot be determined through this evaluation. The submitted log files contained overlapping data from on (B)(6) 2021. Power and calculated flow were elevated from 09:33:00 on (B)(6) 2021 to 03:30:40 on (B)(6) 2021. During the power and flow elevations, pi was slightly reduced. These power and flow elevations were captured during routine power exchanges on both the mobile power unit (mpu) and battery power. Power and flow returned to their baseline values for the remainder of the log files. The pump speed remained above the low speed limit for the duration of the file, and the device appears to be operating as intended. The cause of the power elevations could not be determined. The patient remains ongoing on heartmate ii ventricular assist device (vad), serial number: (B)(6), support with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists driveline infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding preventing infection are outlined in various sections of this document. Section 1 of this IFU also contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 of this document describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook also contains care instructions for preventing infection which are outlined in various sections of the document. Care instructions in regards to preventing infection are also outlined in various sections of this document, including how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was being treated for a corynebacterium driveline infection. Symptoms included lumps or abscess around driveline. The patient was treated with a wound vacuum-assisted closure (vac) and vancomycin until (B)(6) 2021. Log files were submitted that noted power elevations on (B)(6) 2021 and (B)(6) 2021 but these returned to baseline values on (B)(6) 2021.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.